Manufacturer narrative:
Type of investigation was without the device, since it was not returned for evaluation.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) provides information for drill troubleshooting in the "common problems & solutions table" section. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event could be if there was internal motor damage to the drill. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. This complaint from the united states reports that the anspach drill would not run when the surgeon stepped on the pedal. The camera was seeing the markers, no error was present on the navio cart, and no error was on the screen. The problem was eventually resolved by unplugging the drill from the navio. The surgeon proceeded to bur the femur without any further issues. However, when burring the tibia, the burr began to malfunction again after burring the anterior 1/3 of the tibial plateau. The burr continued to malfunction. The procedure was continued with manual instrumentation. There was a delay greater than 30 minutes due to this issue. No other complications were reported and no harm or impact to the patient. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation.

Event description:
It was reported that during a navio ukr procedure, when initiated the bone removal phase for the femur, the anspach drill would not run when the surgeon stepped on the pedal. The camera was seeing the markers, no error was present on the navio, and no error was prompted on the screen. They waited 30 seconds, allowing time for the pedal and bur to rest, but it was not solved. The problem was eventually resolved by unplugging the drill from the navio. The surgeon proceeded to bur the femur without any further issues. However, when burring the tibia, the burr began to malfunction again after burring the anterior 1/3 of the tibial plateau. The surgeon took care to avoid contacting the white surface, yet the burr continued to malfunction. It was continued with manual instrumentation. There was a delay greater than 30 minutes due to this issue. No other complications were reported.